Event description:
It was reported that the fatigue patient presented via merlin.net transmission. Upon review of egms, the implantable cardioverter defibrillator exhibited backup vvi operation. A device download was performed successfully and it resolved the issue. Patient will continue to be followed up regularly.